Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Defibrillator (ICD) implanted: 2013 (B)(6); product ID 694965 implantable tachy lead implanted: 2007 (B)(6). (B)(4).

Event description:
It was reported the right atrial (ra) lead exhibited oversensing. The ra lead remains in use. No patient complications have been reported as a result of this event.